Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ''ruptured implant" confirmed via MRI. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive . No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ''ruptured implant" confirmed via MRI. This record is for the left side. Device was explanted and replaced. Device will be returned.